Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed. The root cause was determined to be an error with an event handler which caused the app to prevent the trend graph and current estimated glucose value from updating. No injury or medical intervention was reported.

Event description:
Subsequent to initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-132495 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable